Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation still in progress.

Event description:
It was reported that during a rotator cuff repair procedure, the surgeon tried to check the stability of the implant after inserting the anchor into the patient's bone and the implant subsequently fractured as a result. The retained titanium tip of the implant was retrieved. A new device was used to complete the procedure. No additional patient consequences were reported. No more additional information is available.

Event description:
It was reported that during a rotator cuff repair procedure, the surgeon tried to check the stability of the implant after inserting the anchor into the patient's bone and the implant subsequently disassembled as a result. The retained titanium tip of the implant was retrieved. A new device was used to complete the procedure. No additional patient consequences were reported. No more additional information is available

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint is confirmed based on the returned complaint sample. Visually examinations shows the anchor tip and anchor body are disassembled. There is significant damage noted to the distal portion of the anchor tip, likely where the surgeon grasped it with pliers to remove it. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.